Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity estimate had dropped from the last check, diagnostics anomaly. The patient would continue to be monitored and was in good condition.